Event description:
The customer obtained erroneously low ckmb results on two patients. Subsequent testing produced results above the normal reference range for the first patient and in the normal reference range for the second patient. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects ckmb samples in plastic corvac lithium heparin tubes with gel separator. The samples are centrifuged at 3,000 rpm for 10 minutes at room temperature. Per customer, the samples were normal in appearance and were run from the primary containers. A system check performed on 04/01/09 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a 300 replicate level sense test with good results. The fse verified ultrasonics and made an adjustment to the transducer temperature. The fse ran a precision test on patient samples and obtained results within assay precision claims. The fse verified all repairs per established procedures and all results met published performance specifications. Treatment is not likely to be initiated or withheld based on a low ckmb test results obtained. On recur the hardware issue could affect pivotal assays. Erroneous results of a pivotal assay may contribute to serious injury to the patient. Hardware was the root cause of this event.